Manufacturer narrative:
Follow-up 05/11/2016: contact reported that the customer's blood glucose (bg) levels were still fluctuating; however, no specific bg levels were provided. Reportedly, customer is working with their health care provider. Follow-up 05/13/2016: contact reported that customer's bg levels are back to target range. The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 365 (mg/dl) and ketones determined to be dangerous and life threatening for two weeks. Customer administered correction boluses to treat bg levels and has been in contact with health care provider (hcp). System check with tandem technical support on (B)(6) 2016 revealed that the time on the pump was off by 1 hour due to day light savings time change. Otherwise, system check and review of pump logs indicated that the pump was performing as intended. Tandem technical support assisted the customer with updating the time on the pump. It was indicated that they would change supplies and use a new vial of insulin as requested by their hcp.